Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd 4mm pen needle broke off into the patient after a second use of injecting insulin. The patient went to hospital to have an x-ray done, but the needle was not found. The needle also wasn't found after performing surgery. The following information was provided by the initial reporter, translated from (B)(6): "the customer reported that the 4-mm needle purchased in the pharmacy was not pulled out and was broken in the body after injecting insulin with the needle. Reuse the needle twice the customer has gone to hospital. However, the needle was not found after the x-ray, the needle was not found after the surgery either".

Event description:
It was reported that the unspecified bd¿ 4mm pen needle broke off into the patient after a second use of injecting insulin. The patient went to hospital to have an x-ray done, but the needle was not found. The needle also wasn't found after performing surgery. The following information was provided by the initial reporter, translated from chinese: "the customer reported that the 4-mm needle purchased in the pharmacy was not pulled out and was broken in the body after injecting insulin with the needle. Reuse the needle twice. The customer has gone to hospital. However, the needle was not found after the x-ray, the needle was not found after the surgery either".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07sep2022. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.